Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain and loss of function of her hip. During the right revision, metallosis, bone death, death of surrounding tissue of the right hip with proliferative effusion of synovial fluid, and osteolytic debris were discovered. Bilateral.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup, loosening of stem, metal wear metallosis and elevated metal ions. Added date of birth, facility name, lawyer, surgeon and update product details. Doi: (B)(6) 2006 - dor: (B)(6) 2012 (right hip).